Event description:
Shunt tubing was being primed using the metal blunt needle supplied with product. While priming the tubing, it broke in the area above needle tip. There was no pulling on the tubing at this time, only gentle pressure from priming solution.